Event description:
On (B)(6) 2018, a 21 mm trifecta gt valve and concomitant CABG x 4 were performed. On (B)(6) 2018, the patient presented with severe aortic stenosis with a pressure gradient of 71/43 mmhg. Post op course complicated by pneumothorax, emphysema and influenza a. The patient was treating with appropriate medical and surgical therapy including chest tubes, antibiotics and tamiflu. The patient recovered and was discharged on (B)(6) 2018. On (B)(6) 2018, the patient re-presented with sepsis and left upper limb ischemia. The patient was taken to the operating room (or) and an embolectomy was performed and antibiotics started. Tee was negative for endocarditis. Embolus and cultures were positive for enterobacterium aerogenes. On (B)(6) 2018, following development of complete heart block, a temporary pacemaker by femoral vein was inserted. On (B)(6) 2018, tee was still negative for endocarditis but lvot appeared fluffy. On (B)(6) 2018, the same findings were found on tee. On (B)(6) 2018, an emergency surgery was performed. Findings include cloudy fluid behind the sternum and the aortic root and lvot were disintegrated; therefore, a bentall procedure was required. The valve had severe vegetations on the leaflets. The lvot was reinforced with pericardium and upon suture tightening, the lvot tore. Ultimately a conduit was placed and all coronaries and coronary grafts were anastomosed to the conduit. Attempts to wean the patient from bypass were unsuccessful despite aggressive use of inotropes and vasopressors and the patient was pronounced dead in the operating room (or).

Manufacturer narrative:
An event of aortic stenosis and a high gradient resulting in patient death was reported. Gross morphological and histopathological examination revealed vegetations on the inflow and outflow surfaces of leaflet 1. Vegetations were also observed on the inflow surface of leaflet 3.gram stains for all three leaflets were (B)(6) for organisms, consistent with the treatment effect. Additionally, focal calcifications in vegetation were observed on leaflet 1. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. There was no evidence of a device malfunction and it was reported the patient had multiple comorbidities including positive results of enterobacterium aerogenes, sepsis and left upper limb ischemia.